Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported leaking syringe during a left plerual effusion aspiration at 0900 on (B)(4) 2022. No patient harm was reported. No m edical intervention was required. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported leaking syringe during a left plerual effusion aspiration at 0900 on 10nov2022. No patient harm was reported. No m edical intervention was required. The patient's condition is reported as "fine."